Event description:
A report was received that the patient was experiencing a burning sensation at the ipg pocket site; the ipg was subsequently relocated from the back to the front. After the relocation the physician could not test the ipg as the patient had reportedly lost the remote control for the ipg. The physician then decided to replace the ipg, no device malfunction was suspected.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing a burning sensation at the ipg pocket site; the ipg was subsequently relocated from the back to the front. After the relocation the physician could not test the ipg as the patient had reportedly lost the remote control for the ipg. The physician then decided to replace the ipg, no device malfunction was suspected.